Event description:
Customer stated that the insulin pump was exposed to the body scanner at the airport. The blood glucose reading was 376 mg/dl. Customer treated with manual injections. The insulin pump alarmed motor error during the priming process. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No button error alarm noted. All buttons function properly. No damage noted on keypad traces. No motor error alarm noted. Unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed the motor test. Minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.